Event description:
It was reported that approximately 3 months post implant, a low impedance measurement was noted. Two months later, more low impedance measurements were noted and a few weeks later a lead warning was triggered. The threshold was also noted to be high. During the revision procedure, the lead was attempted to be removed, but it was left in the patient and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).